Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed pacemaker mediated tachycardia episodes following either premature ventricular contractions or premature atrial contractions. The episodes were found to have existed since the end of last year. No programming intervention will prevent the issue from reoccurring. No further information is available.